Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Event description:
During a report for a low drain volume alarm, it was reported by the patient that they had peritonitis. The peritonitis presented with abdominal pain and was diagnosed on (B)(6) 2010. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010, was treated with vancomycin 1.5 grams intraperitoneal for three weeks and recovered from the peritonitis. The patient had mentioned to the nurse that she was not doing a good job of wearing her mask while setting up for therapy and the nurse felt that may have caused the peritonitis. The patient was retrained on aseptic technique. This is report number 3 of 4 being submitted for the flexicap portion of the disposables used.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Labeling review was performed and shows that the labeling is adequate for the potential use error in the complaint. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that during the procedure in the diagonal artery, after predilatation, multiple unsuccessful attempts were made to advance the rx mini vision stent system. The inability to advance the stent system was due to vessel characteristics. After the multiple attempts to advance, an attempt was made to remove the stent system from the anatomy and the stent dislodged from the balloon. The stent remains free floating in the distal diagonal artery. There was no intervention to retrieve the stent or compress the stent. There was no adverse patient sequela. Though requested, additional information was not provided.